Event description:
Reverse obliquity sub troch fracture that developed into a hypotrophic non-union, the patient recently presented with hip pain of the operative leg. X-rays examination revealed that the compression screw broke. A second procedure was performed to remove the broken screw and place a new one. The patient outcome is unknown.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that 18 months post the implantation of an intertan nail the patient presented with hip pain of the operative leg. X-rays were taken which revealed that the nail had broken and the compression screw was also broken. A second procedure was performed to remove the broken components and place a new intertan. The patient has a bmi of 50. The primary fracture had developed into a hypo-trophic non-union. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.